Manufacturer narrative:
On 5/17/2017, it was discovered that a duplicate complaint file was created under report #9673241-2017-00378 ((B)(4)). As a result, some additional information has become available. The av fistula was diagnosed after arterial pulsations were detected in the vein, indicating high turbulent flow between the vein and artery. The issue resolved without sequelae, and the principal investigator assessed the injury as serious. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: boston scientific direx steerable 10fr sheath, (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered an arteriovenous fistula requiring surgical intervention. During the procedure, the patient sustained an arteriovenous fistula. Patient required surgery and extended hospitalization as a result of the adverse event. Patient outcome is ongoing and improved. Principal investigator assessed this event as moderate in severity, not serious, not device-related, and definitely index procedure-related.